Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed, chronic total occlusion (cto) target lesion was located in the moderately tortuous superficial femoral artery (sfa). A 6.0mmx40mmx135cm sterling¿ balloon catheter was advanced for dilation. However, during inflation at 14atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with 6.0x40 sterling¿ balloon catheter. No patient complications were reported and the patient's status was good.